Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open due to the issue button was failed to populate during the medication issue. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not opening. A technical support specialist remote into the station and instructed the user to log out and log back in. The system functioned as intended after the technical support specialist repaired the device.